Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100 generator. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. There are e100 communication and recoverable errors but not the instruments. High impedance errors are thrown when the user tries to seal/transect too much tissue between the jaws. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problem or other factors not directly related to the device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument stopped working. The vse instrument was functioning as intended, then when used next; it would not complete the cycle. The vse instrument was removed and reseated, but it still did not work. The vse instrument was tested on a different area and still did not work. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information: the customer informed that at the time the vse instrument was sealing then cutting. The surgeon experienced the vse instrument would not seal. The vse instrument worked for the first portion of the case during the procedure. The amount of time the instrument was working is unknown. No errors occurred when the vse instrument issue occurred. It was unknown if there were any audible signals. The customer informed that there was no tissue effect observed and the tissue that was sealed was not cut. The patient tissue was not greater than 7 mm nor had it been calcified or undergone radiation or chemotherapy. The vse instrument did not contact any clip, suture, staple or any other metal objects. In addition, the vse instrument was not immersed in liquid. There was no unexpected bleeding.